Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the capsular contracture on the left side is what caused the stabbing pain. In addition, because the pain was so bad it spiked a fever. Generalized illness code was removed. On (B)(6) 2021, it was reported to mentor that the replacement device was mentor memorygel breast implant 535cc. Capsular contracture was baker grade IV. The right side implant was not removed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Note: the patient will undergo removal on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 535cc and suffered from generalized illness and capsular contracture baker grade iii on the left side. The patient experienced pain and fever. As a result, the patient will undergo removal on (B)(6) 2021. This medwatch is for the right side.